Manufacturer narrative:
Qc before and after the event was within the laboratory established ranges.no other samples were questioned.bci suggested service; however, it was declined by the customer.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low total bilirubin (tbil) result generated by the unicel dxc 600 pro synchron clinical systems.the initial result was "suppressed, oir high".the specimen was re-tested on a different instrument and a result of 03mg/dl was reported out of the lab.the result was questioned, and a new sample was collected from the patient on the next day. The fresh sample gave a result of 4.5mg/dl.the original sample was then re-tested on the dxc 600 pro instrument and a result of 2.4mg/dl was obtained. A corrected report has been issued.patient treatment was not initiated or withheld based upon the false low result reported.